Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic gastric bypass procedure, it did not cut. The case was completed with the same device without incident. There was no consequence to the patient.